Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 454 mg/dl. Customer had treated their blood glucose with manual injections. The customer also reported their insulin pump was no longer functional. Customer stated they had changed their batteries two days prior and the insulin pump would not turn on. Customer stated their insulin pump was showing they had full batteries. Troubleshooting found the customer has had three replacement battery caps. It was also found the customer was on steroids due to an infection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.